Event description:
It was reported that when the nurse removed the tape covering the hub of the catheter indwelling in the pt, the catheter separated. The catheter was easily removed using a hemostat. There were no pt complications.